Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient presented in clinic for follow-up. The pulse generator could not be fully interrogated. After multiple tries the device could be interrogated showing partial information. The patient was asymptomatic. The device was explanted and replaced on (B)(6) 2016. There were no complications and the patient was discharged from the hospital on the same day.